Event description:
During a pta to restenosed, previously-implanted competitors's stent, the balloon burst upon initial inflation. The previously-implanted competitor's stent was located in the superficial femoral artery, which was slightly tortuous and 99% stenosed. The product appeared perfect in pre-use inspection, and no anomalies were noted during prep. A slalom thrill was used for dilatation and successfully completed the procedure. The product is not available for evaluation and testing.